Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) exhibited a lower than labeled monitoring battery voltage. Specifically, the device exhibited a monitoring voltage of 3.18 volts, while the label indicated that the monitoring voltage should be 3.25 volts. The device will be returned to guidant for analysis.